Event description:
It was reported that alerts for non-sustained rv oversensing were received via merlin.net transmission. Upon reviewing transmission strips, myopotential oversensing was suspected. Programming changes were recommended.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.